Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to streptococcus mitis infection of the subcoastal incision requiring further surgical incision and drainage (I&d) and intravenous antibiotics. During the I&d procedure, a portion of the left ventricular assist device (lvad) was exposed, requiring surgical closure of the wound with the plastic surgery team, using pedicle rectus flap and a 12cm x 5cm full thickness graft from the abdomen.